Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the distal rca with mild tortuosity, moderate calcification, and 90% stenosis. After deploying another company's 3.0-28 mm stent, post dilatation was made with a nc voyager balloon catheter. Then, the nc voyager was dilated at another lesion, proximal to the implanted stent; however, the balloon rupture at 12 atm. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a pinhole in the balloon, 3 mm proximal to the distal marker. There was a scratch along the pinhole for a length of .5 mm. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.